Event description:
The reporter stated that the pump had multiple bolus entries of 0 units; the reporter stated that this occurred 14 times from 6:30 to 7:00 pm. The reporter stated that the pump was not locked and there were not button presses during the time of the boluses. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click. During investigation the keypad was removed and no defect was found. The complaint could not be confirmed or duplicated.